Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and on (B)(6) 2008 and mesh were implanted due to uterine prolapse, complex uterovaginal prolapse, rectocele , urethral hypermobility, interstitial cystitis, fecal incontinence, constipation, detrussor instability, urgency, frequency, sensation of incomplete emptying and loss of urine when unaware (as written). On (B)(6) 2007, the mesh was implanted with concurrent anterior colporrhaphy with graft, rectocele repair with graft, sling urethropexy, extraperintoneal colpopexy, and cystoscopy with hydrodistention. On (B)(6) 2008, the mesh was implanted with concurrent laparoscopic sacral colpopexy laparoscopic vaginal hysterectomy / bilateral salpingo-oophorectomy, right uterolysis cystoscopy with calibration and enterolysis. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that following insertion the patient experienced incomplete uretovaginal prolapse, interstitial cystitis, frequency, incontinence dysuria and bowel pressure, abdominal pelvic pain, urinary incontinence, intense abdominal/pelvic pressure, extreme pain during intercourse which lead to an nonexistent sex life. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.